Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the complaint device was retuned for analysis. Returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. There were numerous kinks in the shaft of the device. The balloon was loosely folded. Microscopic examination of the balloon presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to nominal pressure. The nominal diameter range of the inflated balloon was measured and was within specification. Microscopic examination presented no irregularities in the manifold and the size printed on the manifold matched the balloon diameter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon positioning problems were encountered. A 3.50mm x 8mm nc emerge balloon catheter was advanced to dilate the target lesion. However, during dilatation, balloon slippage was noted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon positioning problems were encountered. A 3.50mm x 8mm nc emerge® balloon catheter was advanced to dilate the target lesion. However, during dilatation, balloon slippage was noted. No patient complications were reported and the patient's status was good.